Event description:
It was reported that the system was not saving images correctly, which may result in data loss. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation hard drive was evaluated, replaced and formatted. System and configuration software was loaded. The system was tested and found to be working as intended and returned to service.